Event description:
Patient came to obgyn clinic. Gdm at 22 weeks, she is prescribed lantus 28 units am and 14 units hs and lispro 14 units breakfast and 12 units dinner. She brought both her lantus and lispro pens as well as bd pen needles to visit today. Reports difficulty over the past week with lispro pen administration (feels pen was sticking at not injecting). With pharmacists at visit, pen would not injection; however when we changed to a new pen needles (different lot) the pen would work. The same issue was identified when her prescribed pen needles (bd nano 32g lot 9353325 expire 01/31/2025) were used on her lantus pen. Issue appears to be with her particular supply of insulin pen needles (contacting her (B)(6) for new supply and different lot number of pen needles) cannot rule out problems with lantus and lispro pens it self (as she said she was afraid she wasn't getting all of her dose) and pt also reports "resistance" with administration of insulin via pen. Advised to replace lantus (lot of7100a expires 3/31/2023) and lispro pens (lot 214632c, expires 02/2023).